Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an insulin occlusion. The agent instructed the user to resume insulin and perform a fill tubing to confirm drops, which were observed before reconnecting to the cannula. The user was using convatec cd 23"¿6 mm infusion sets. Blood glucose (bg) was not affected, with a reading of 125 mg/dl. No prolonged out-of-range period, outside assistance, or medical intervention was required. No symptoms reported at the time of call.